Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion attempt on a patient in cardiac arrest the first device failed. A back up device was used to complete the procedure. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn j31654) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pulled the driver was operable with a red blinking led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force are necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.62, insertion 2: 2.44, insertion 3: 2.53. Hard profile (105 lbs/ft3) insertion 1: 4.34, insertion 2: 5.00, insertion 3: 5.22. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force are necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.62, insertion 2: 2.44, insertion 3: 2.53. Hard profile (105 lbs/ft3) insertion 1: 4.34, insertion 2: 5.00, insertion 3: 5.22. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. The complaint has been confirmed: the red light was flashing at functional inspection. However, this condition is normal as the driver nears end of life. Testing has confirmed no fault found with this driver as the red-light warning is part of normal operation. No corrective/preventative actions will be assigned. The complaint has been confirmed: the red light was flashing at functional inspection. However, this condition is normal as the driver nears end of life.

Event description:
It was reported that during insertion attempt on a patient in cardiac arrest the first device failed. A back up device was used to complete the procedure. The patient's condition is unknown at this time.